Event description:
Information received a smith medical tracheostomy/pvc - portex tubes blue line ultra (blu) malfunctioned. No anomaly was found in the product at a pre-use check. However, during the use of it, air leakage in the cuff frequently occurred. No patient injury.

Manufacturer narrative:
Three pictures were received for evaluation of the p/n 100/860/075 l/n unknown. In the picture was observed one small tear in the pilot balloon of the inflation line. Additionally, the returned sample consists of one product, p/n 100/860/075 l/n unknown; the returned sample was received in used conditions without its original packaging. The returned sample was visually inspected, at a distance of 12? To 16? And normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. Leaks was detected in the pilot balloon. The complaint was confirmed. The following are relevant documents, which were reviewed and considered adequate and correct for testing and inspection activities: mp trachy blu-tj080 rev. 101 blu/blus tracheostomy tube ? Bond inflation line to tube. Mp trachy blu-tj110 rev. 100 blu/blus tracheostomy tube-deflate and inspect. Qp trachy blu-tj rev. 106 trachy blue line assembly and packaging. Rmp 1019 rev. 101 risk management plan for the inflation line sub-assembly. Mp 3027 rev. 109 - inflation line sub-assembly. Qp 3027 rev. 103 ? Quality procedure for inflation line sub-assembly. According to rmp 1019 rev. 101 appendix 1 pfmea for inflation line sub-assembly? The occurrence for this failure condition could be caused by: 1) wrong set up for this occurrence the mitigation to detect this are: md04- 555 correct set-up of the uson leak tester station per fm04-555-01 setup sheet verification. Per mp3027, correct set-up of the leak tester station 2) equipment malfunction for this occurrence the mitigation to detect this are: md09-520 preventive maintenance procedure md04- 555 correct set-up of the uson leak station per fm04-555-01 setup sheet verification. 3) operator not following work instructions: per mp 3027 manufacturing procedure 100% leak test per qp 3027 leak test; 3 units every two hours. In order to reproduce failure mode, five samples of inflation line subassembly were taken from production floor , see report attached. Per mp trachy blu-tj110 rev. 100: production performs a 100% in process inflation test to the cuff and visual inspected that product has no ragged edges. Per qp trachy blu-tj rev. 106: quality takes a sample using an aql 1.0 and level inspection gi, in order to ensure that cuff is properly inflated. Per mp 3027 rev. 109: after one hour of inflation line is assembled, production personnel visually inspect each unit for deflation. Production personnel performs a 100% leak test. Per qp 3027 rev. 103: quality personnel perform leak test to 3 samples every two hours. The most probable root cause is that the pilot balloon was damaged after it left the shm facilities due to the product is 100% leak tested. No corrective action is required as there is no information to suggest that the product become damaged during manufacture since product is 100% leak tested.